Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) broke through a 6f non-cordis sheath, causing blood vessel damage. The physician proceeded with surgical treatment. The vcd was used in an endovascular thrombectomy procedure using an ipsilateral antegrade approach. The patient had thin skin. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. The reported event of ¿vascular closure device (vcd)-impeded-perforated sheath¿ and the subsequent ¿vascular injury¿ could not be confirmed as the device was not returned for analysis, and there were no procedural images of the patient/injury. The exact cause of the issue experienced by the customer could not be conclusively determined. Vessel damage is a known potential adverse event associated with percutaneous procedures and is listed in the instructions for use (IFU) as such. Based on the limited information available for review, access site factors, concomitant device factors (such as a kinked/bent condition of the csi), and handling factors (such as applying excessive force) may have resulted in the perforated sheath event and subsequent vascular injury. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) broke through a 6fnon-cordis sheath, causing blood vessel damage. The physician proceeded with surgical treatment. The vcd was used in an endovascular thrombectomy procedure using an ipsilateral antegrade approach. The patient had thin skin. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.